Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The sample was subjected to a bubble point test. No leak was detected; however, this may be due to coagulated blood. The dialyzer was then subjected to destructive disassembly for further visual examination. A potted fiber fragment was identified at approximately 350° on the cavity ID end. The opposing end of the fiber could not be isolated. Further examination of the fiber bundle did not identify any other damage or irregularities. A lot history review was performed. There were no other complaints reported against this lot. The manufacturing production record for the reported lot was reviewed. There was a dn noted on the lot, and it is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak alarm occurred 30 to 45 minutes into the patient¿s treatment. Blood leak test strips were used and tested positive for the presence of blood. The patient was restarted on a new machine and treatment completed successfully with new supplies. The blood leak was noted as being an internal blood leak. The baxter machine alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.